Manufacturer narrative:
Unit received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments/partial display.

Event description:
The customer reported via phone call that the insulin pump's screen was all shattered and there is other damage around the perimeter of the screen. The customer¿s blood glucose was 125 mg/dl. The device will be returned for the analysis.